Event description:
Subsequent to the initial medwatch report the following additional correcting information was received: reportedly, "the hub of sheath is destroyed" is referring to the tearing/shredding of the exchange sheath. There was carving of the sheath during deployment that lead to the damage of the sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the thumb advancer could not be tested due to the condition of the returned device. The garage leaves, shredded sheath, carved flex-guide and incomplete sheath split were observed and indicated the user likely had difficulty deploying the thumb advancer; therefore, the reported failure to deploy the thumb advancer is confirmed. The reported wings from tube became pushed inwards/spread outwards and the reported sheath shredding were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, after the pci procedure was completed a starclose se device was used for arteriotomy closure. The plunger was pushed until an audible "click" was heard and the "2" was visible within the window. The locator wings were deployed; however, the following reported problems appeared: clip delivery tube is blocked after 2,54cm and step 3 is not applicable. Clip delivery tube: at distal end the "wings" from tube became pushed inwards. Clip delivery tube: at distal end the "wings" from tube became spread outwards and the sheath becomes split and cut by the "wing." Same like no.3 but also the hub of sheath is destroyed. After pushing the plunger when advancing the thumb advancer notable resistance was noted and advancement was stopped. The safety release mechanism was used and the starclose se device was removed. Hemostasis was achieved using manual arterial compression. No femoral angiogram was taken. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The date of occurrence was reported to be unknown, estimated date was entered as (B)(6) 2014. Failure to follow steps/instructions: reportedly, no femoral angiogram was taken. Per the starclose se instructions for use, perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.